Event description:
Philips received a customer complaint regarding a v60 ventilator, reporting that following preventive maintenance, the proximal pressure value was no longer displayed and remained at zero. There was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed that pressure measurement tests were unsuccessful, with the average (avg) proximal pressure reading near zero while the average (avg) machine pressure was functioning correctly. Upon disassembly of the unit, it was identified that the internal hose was not connected to the proximal pressure return. After reconnecting the hose, the customer confirmed that the issue was resolved and the device returned to full operation. The device subsequently passed all required performance verification testing in accordance with philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and service performed, it was confirmed that the unit did not meet product specifications at the time of the event. It was determined that the disconnected proximal pressure hose was the cause of the reported issue.

Manufacturer narrative:
E1: reporting address state: (B)(6).